Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis replicated and confirmed the customer reported complaint. The black vinyl part has peeled off, exposing the inside wires. Failure analysis found the primary finding of damaged conductor wire insulation. The instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation is slightly lifted, however, no pieces are missing. The conductor wire is exposed, however no wires are damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to the mishandling/misuse, commonly caused by collision with another instrument. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for lot/serial# (B)(4). Was performed. The instrument was last used (B)(6) 2022. On system sk2759 with 11 uses remaining. No investigation required as no image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigation and customer, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5, g7 are not applicable.

Event description:
It was reported that during central processing, the conductor wire insulation on the fenestrated bipolar forceps was found peeled off, exposing the core wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the sterile reprocessing representative and obtained the following additional information: the issue was found prior to reprocessing. It was unknown if the instrument was inspected for damage prior to use or if the instrument had collided with another instrument or tool during the procedure. Information on patient demographic and related information (relevant tests, relevant patient history, including pre-existing medical conditions) was requested; however, the site indicated that patient related information could not be provided/ could not be released.